Event description:
It was reported that this right atrial (ra) lead had exhibited out of range high impedance and noise when the lead was tested through pacing system analyzer (psa). Furthermore, this lead was not successfully implanted due to fracture as observed by the physician. Also, this lead is expected to be returned. A new lead with different model was implanted. No adverse patient effects were reported.